Event description:
It was found during investigation of a returned pump that the error code 46510 was confirmed through the pump power-up test. This is a high-priority alarm that would interrupt therapy if it occurred during use.

Manufacturer narrative:
The suspect pump was returned for evaluation, and a review of the 12-month service history was performed. Visual and functional testing were conducted. The customer complaint regarding error code 46510 was confirmed through the pump power-up test; however, the probable cause could not be determined. The pwa board was replaced to address the issue. Further investigation identified multiple issues, including a bubbled dso seal, a buckled uso seal, a damaged lens, a damaged front piezo speaker, a damaged battery compartment, and a missing battery door. The dso and uso seals, front piezo speaker, battery compartment, battery door, and lens were replaced. Post-repair, pvt was performed, and the unit met all testing criteria. The software was updated, and the unit was reset to standard configuration.